Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited undersensing and post-sensed t-wave oversensing. No intervention was performed and the patient was in stable condition.